Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a motor error alarm and no delivery alarm. Customer's blood glucose was 150 mg/dl and reported that blood glucose had elevated to 400 mg/dl. Customer was able to resolve no delivery with a complete set change. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process due to excessive alarm. Alarm history did not contain a motor position encoder error alarm and did contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.